Manufacturer narrative:
The field service engineer found the sample was initially spun in a lower rpm centrifuge and the sample was centrifuged before repeat testing in a higher rpm centrifuge. He checked the adjustments on all probes. He performed sample correlation and qc testing and had acceptable results. The investigation is ongoing.

Event description:
The initial reporter received questionable elecsys hcg test system results for one patient tested on a cobas 6000 e 601 module. The patient's initial hcg result was reported outside the laboratory. The patient's physician questioned the reported hcg result and the customer performed repeat testing with the patient's sample on a different cobas 6000 e 601 module. On (B)(6) 2021, the patient's initial result was 1.57 miu/ml. The customer reported the result of <4 miu/ml outside the laboratory. "From the same time," the customer performed an unspecified urine pregnancy test and the patient's result was positive. On (B)(6) 2021, the patient's repeat result was 154,882 miu/ml. The customer determined the repeat result was correct. The hcg reagent lot number was 49193001 with an expiration date of 31-dec-2021.

Manufacturer narrative:
The customer's calibration results had no alarms but were higher than expected. The customer's qc results were requested but not provided. The investigation reviewed the system's alarm trace and no abnormalities were found. The customer has two centrifuges within the laboratory. One of the centrifuges has a spin time of 7 minutes at 3500 rpm. The other centrifuge was a "stat centrifuge" and the spin time and rpm were requested but not provided. It is unknown which centrifuge the customer used before each measurement. The investigation determined the troubleshooting by the customer, repeating the initial sample after using the higher rpm centrifuge, resolved the issue.